Event description:
It was reported while using bd¿ extra large sharps collector, hinge top with gasket the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no item: 305609 quantity affected: 1 case serial/lot number: (B)(4). Reported issue: they took that out of the box and when they went use them they noticed the tops are missing the sliding portion of the top. Bd¿s manufacturing must have not included them.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: na. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ extra large sharps collector, hinge top with gasket the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 305609. Quantity affected: 1 case. Serial/lot number: (B)(6) reported issue: they took that out of the box and when they went use them they noticed the tops are missing the sliding portion of the top. Bd¿s manufacturing must have not included them.

Manufacturer narrative:
Investigation summary: no sample received but photos representation was provided for the complaint. It was reported by the customer "they took out the product from the box and when they wanted to use them they noticed the tops are missing the sliding portion of the top. The pictures were received as evidence showing the lack of slider of the product and confirmed. According to the device history record review process, the result showed there were no issues reported like missing component (slider) during the manufacturing process for the lot number (2261927) reported under this complaint. A review of the non-conformance material was performed; the result showed one issue reported for the same part number and issue throughout the last twelve months.